Manufacturer narrative:
Device was used for treatment, not diagnosis device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that the tip of the forceps broke during a normal procedure. No excessive force used during reposition of a distal humerus. There was a report of a ten minute surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was performed. The device was received with one prong broken off. According to the reported complaint the instrument was used for a humerus fracture, which is not an intended use within trauma and could be evaluated as off-label use. 399.086 is released for the use within compact foot system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.